Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit. The technician troubleshot the device and found a defective contact on the plug of the actuator of the 3-way valve. The technician repaired the defective contact and tested the unit for functionality started a test run and a diagnostic test. All tests were performed successfully. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that the hcu40 displayed the error message "pat. Heater temp. Too high". Additional information: the incident occurred during maintenance of the device so there were no patient involved. (B)(4).